Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was intact but the keypad symbols were found to be worn. The contrast button was unresponsive and the other buttons responded appropriately. Evaluation revealed that there was contamination found under up and contrast buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013.